Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " discrepant results bd sars cov2: run#54-a7 positive n1; repeat negative run#55-b1 lot# 1209773".

Manufacturer narrative:
H6: investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "correlation/repro/discrepant". Customer reported that they received a discrepant results on bd-sars-cov-2. Customer reported they would receive an n1 positive results and a rerun would yield a negative result. Customer performed environmental monitoring and found n1 and n2 positive results on the hood, pipettor, vortex, and rack. Customer was given cleaning and decontamination protocol. Customer cleaned the instrument and issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allude to an instrument issue. The complaint is unconfirmed as an instrument issue the contamination was due to workflow and not due to instrument issue that can be traced back to manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were expected to be returned, therefore returned sample analysis was not performed. Root cause is determined to be due to contamination of the hood, rack, vortex, and pipettor, which can be traced to workflow. Complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system - eua# (B)(4). The following information was provided by the initial reporter: " discrepant results bd sars cov2: run#54-a7 positive n1; repeat negative run#55-b1 lot# 1209773".

Manufacturer narrative:
B.5. Event description: it was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system - eua# (B)(4) the following information was provided by the initial reporter: " discrepant results bd sars cov2: run#54-a7 positive n1; repeat negative run#55-b1 lot# 1209773" d.4. Device brand name: bd max¿ system, bd max¿ instrument; medical device type: ooi; common device name: instrumentation for clinical multiplex test systems; catalog number: 441916; serial number: (B)(6); expiration date: na; UDI number: (B)(4) there were multiple 510k numbers reported to be involved as follows: g.5. PMA / 510(k)#: k130470; k111860. H.4. Device manufacture date: 2021-06-08.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument a false positive result was obtained by the laboratory personnel. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system - eua# (B)(4) the following information was provided by the initial reporter: " discrepant results bd sars cov2: run#54-a7 positive n1; repeat negative run#55-b1 lot# 1209773"